Event description:
On (B)(6) 2012, this pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that the physician deployed the contralateral leg component (B)(4) at the intended position. The pt reportedly had extreme tortuosity in the right iliac artery, which is where the device was being inserted. Upon retracting the delivery catheter, the leading olive reportedly caught on the proximal edge of the introducer sheath and remained stuck to the edge of the sheath. The physician reportedly was able to remove the delivery catheter and then used a gooseneck snare to retrieve the olive. The olive was removed from the pt, and the procedure concluded with no further issue. The pt tolerated the procedure.

Manufacturer narrative:
Evaluation summary: the delivery catheter was returned to gore for evaluation. The event reported was confirmed in this investigation. The leading olive was separated from the device; however, the cause of the leading olive separation could not be determined. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The cause of the leading olive separation could not be determined.